Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed horizontal lines across the image. The lines appeared not only in the examination image but also as a straight line extending from one end of the monitor to the other. The issue occurred during a colonoscopy procedure, which was completed using the same device. There were no reports of patient harm.